Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.